Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose (bg) of 22 mmol/l with vomiting, frequent urination and thirst. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management in treatment of the alleged elevated bg and associated symptoms. The reporter stated the bg excursion occurred as a result of the insulin pump emitting a call service alarm for an occlusion. The reporter stated the alarm occurred with only one infusion set and the patient did not change the site/set since the alarm occurred. Troubleshooting with customer support verified the patient was using the infusion set per manufacturer¿s instructions. The device is not being returned by the user. Customer support advised to discontinue insulin pump therapy and use an alternate form of insulin delivery as prescribed by the health care provider if unable to use the insulin pump safely.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015 at 7:47 pm. The date of the reported issue, (B)(6) 2015, had been overwritten due to continued use. The pump¿s alarm history revealed several call service alarms (145) for occlusion. On investigation, the pump was exercised for 24 hours. Ez-prime steps were completed successfully without call service alarm, error, alert or warning. Investigation did not duplicate the occlusion complaint and the pump was found to be operating within the required specifications without malfunction.